Event description:
Related manufacturing reference number: 2017865-2022-03211. It was reported that the patient presented for a follow up in clinic with atrial lead and left ventricular lead that exhibited high capture thresholds. Both leads were capped on (B)(6) 2022. There were no patient consequences.